Event description:
Per the clinic, the patient developed swelling over the implant site. On (B)(6) 2013 the site was aspirated. A second aspiration was attempted on (B)(6) 2013, however, was unsuccessful. The patient was prescribed augmentin 500mg. (Duration not reported). The implanted device remains.

Manufacturer narrative:
Implanted device remains.